Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during set up and prior to use , the cardiosave intra-aortic balloon pump (iabp) unit would not charge. There was no patient involvement reported.

Manufacturer narrative:
Additional information: event site postal code:(B)(6). A getinge field service engineer (fse) confirmed the issue and replaced the power supply to resolve the issue. Customer reported later that evening that issue reoccurred during an education session. Upon fse return the following day and completed a full service inspection of the device and found no errors. Confirmed fse ps install and found the long connector was not actually clipped all the way in so likely was vibrated out during pump. The iabp was then released and cleared for clinical service.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.